Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2014 an male patient who had a 26mm cocr radial head (B)(4) was explanted, and was replaced with larger head (standard 26 replaced with 28 standard). There was no delay in surgery, no harm to patient. This report is 1 of 1 for complaint (B)(4).